Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and the exchange sheath hub disengaged from the side-arm slot of the clip applier. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 805:01. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 805:01 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with no witness marks on the end cap of the exchange sheath hub, indicating no contact had been made between the hub of the exchange sheath and the clip applier. This suggested that the hub of the exchange sheath was not properly or securely engaged with the clip applier during plunger and thumb advancer deployment as instructed in the instructions for use (IFU). Subsequently, the exchange sheath would not be slit and the displaced exchange system would create resistance to the thumb advancer deployment. The bent condition of the locator wings is consistent with the device being assertively pulled out of the patient anatomy while the locator wings remain open. Based on the findings, the root cause for the reported disengaged exchange system and difficulty advancing the thumb advancer is incorrect hub-to-clip applier installation technique. The root cause for difficult device removal, although not reported, is forcibly pulling out the device without activating the safety release as instructed in the IFU. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.